Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had high blood glucose yesterday. The customer's blood glucose was 234 mg/dl at the time of the incident. The customer changed the set, but today , the customer is still experiencing high blood glucose. The customer has treated with the insulin pump. The customer stated that the drive support cap of the insulin pump is sticking up slightly, and the dome label sticker is missing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.